Manufacturer narrative:
(B)(4). The sample and lot number were unavailable; therefore, an evaluation could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on the homechoice (hc) device during fill 1 of 5. The home patient (hp) stated that there was nothing unusual noted for the se 2267. The baxter technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. The tsr assisted the hp to end the therapy. There was no patient injury or adverse event associated with this report.